Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but not received. Should additional information be received, a supplemental 3500a will be provided: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? If reoperation was performed, please provide date and surgical findings what is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence on an unknown date and mesh was implanted. The patient presented with pelvic and vaginal pain six weeks following the procedure. The patient was commenced on analgesics and referred to a chronic pain team. The device remains implanted. Additional information will be requested.

Manufacturer narrative:
Additional information. Corrected information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Additional information was requested and the following was obtained: 1. The patient demographic info: age = 34 years, weight = , bmi = (B)(6) at the time of index procedure 2. Date and name of initial surgical procedure tvt 24.11.17 3. What were current symptoms following the index surgical procedure? Bilateral groin pain which is worse on the left than the right and also radiating down her legs. Numbness in her left leg severe lower back pain slow micturition persisting urinary incontinence when she stands although this is less severe than what it was pre operatively onset date? Within 6 weeks 4. Other relevant patient history/concomitant medications none 5. Product code and lot number? Lot no 3929303 830041bl 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? I cannot be sure 7. The initial approach for the index surgical procedure? All conservative management options were tried 8. Any concurrent procedure/device implantation? No 9. Were there any intra-operative complications? No 10. If reoperation was performed, please provide date and surgical findings not as yet 11. What is the patient's current status? Uro flow and post void residual referral to the chronic pain team a MRI of her pelvis and lumbar-sacral spine we discussed the possibility of local anaesthesia and steroids into her both groins although we will decide this once she has been discussed at our mdt. Commenced her on voltarol 50 mg tds and co codamol (30/500) 2 tablets 6 hourly to try in the meantime.